Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned black before reaching the designated position; upon pulling back it did not return. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the window changed to black-black while pulsatile blood flow was still present. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. No damage was noted to the indicator window or the bleed-back indicator. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show red during retraction. The deployment lever was not depressed. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. A retrograde approach was used in an interventional procedure, and the patient experienced no adverse reactions. The operator was trained, the device was stored and prepped per IFU, and no device or package damage was visible prior to use. A non-cordis sheath was used. The femoral artery¿s suitability and sheath insertion angle were verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50%. The target site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. The device will be returned for analysis.